Manufacturer narrative:
(B)(4). The customer returned one guidewire and one 3-lumen 7fr x 20cm catheter for analysis. Visual examination of the catheter confirmed signs of use. Microscopic examination identified stress marks on the catheter body around the juncture hub. Leakage at the juncture hub area was confirmed through leak testing. The total length of the catheter measured 218mm from catheter hub to catheter tip, which is within the specification limits of 207mm - 227mm per catheter product drawing. The outer diameter measured 0.0963" , which is within the specification limits of (B)(4)" per catheter extrusion product drawing. All three extension lines were flushed using a lab inventory syringe and water as per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). When flushing the distal lumen, water leaked from a hole near the juncture hub area. The remaining two lumens flushed without difficulty and did not result in leakage at the hub. A device history record review was performed, and no relevant findings were identified. As per the IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s). Clamp or attach luer-lock connector(s) to extension line(s) to contain saline within lumen(s). The customer report of juncture hub leaked was confirmed by investigation of the returned sample. Leakage at the juncture hub was confirmed through leak testing. Microscopic examination identified stress marks on the catheter body around the joint. Despite the leakage at juncture hub area, catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue, however, the manufacturing facility was contacted and confirmed that the defect may have originated during the molding process. Based on these circumstances, it was determined manufacturing likely caused or contributed to the reported issue. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user felt it difficult to insert the catheter over the swg because of resistance during the procedure. Also, the medical agent leaked from the connecting part between the junction hub and the catheter during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred. " there was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the user felt it difficult to insert the catheter over the swg because of resistance during the procedure. Also, the medical agent leaked from the connecting part between the junction hub and the catheter during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred. " there was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).